Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E1: contact: confidential. E1: address: confidential. E1: telephone number: confidential. E2: health professional: unknown. G4: 510k number: unknown due to unknown model number and lot number. H4: device manufacture date: unknown due to unknown model number and lot number. Since the actual device was not returned, investigation of it could not be performed. History investigation of the product with the involved product code/lot number since the product code/lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. In the past three years, we have not received any similar complaints of the involved products caused by the manufacturing defect. Since the product code/lot# was unknown, history investigation could not be performed. In addition, since the actual device was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Ashitaka factory has been making efforts in maintaining the quality of the product by performing following controls. In the product assembling process, 100% visual inspection is performed to confirm that there is no deformation on the coil. After the product assembling process, the outer diameter is measured on 100% basis to confirm that there is no anomaly in it. In the shipping inspection, the sliding resistance of distal end is measured for each lot to confirm that there is no anomaly in the lubricity. In the shipping inspection, pulling strength is measured on sampling basis for each product code/lot to confirm that there is no anomaly in it. The IFU of this product includes the following warning: "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Please refer to section h10 for the related reports. This report is for the second device used during the same case. For the first device used please see registration number 9681834-2025-00199. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical received two FDA medwatch reports # mw5175296 and mw5175297. The event description states: "guide wire used in interventional radiology case is suspected to have left a wire fragment behind in patient resulting in retained foreign object. There are multiple guide wires used and it is impossible to know which one it was. The same thing happened to the same patient on a different interventional radiology case on july 11. Wire fragments were not removed because it is not in the best interest of the patient to remove at this time, we pulled the lots of wires involved in case it is needed and to make sure no patients received wires from those lots."